Event description:
The initial reporter alleged possible false positive results for the hbsag g2 elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. The customer reported weakly positive hbsag results (3-5 coi) in several patient samples. When the same samples were re-tested from the same tube on the same analyzer, the results were negative. No confirmatory testing or competitor results were provided. The samples included random specimens, such as those from pregnancy patients and patients undergoing routine check-ups.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the issue was most likely hardware-related. Several components of the analyzer were replaced by the service engineer, including tubing assemblies, sipper probes, and the gear pump head. Post-maintenance, the analyzer underwent extensive system checks, including mechanism checks, liquid flow cleaning, and blank cell calibration. Calibration and quality control data provided by the customer were within expected ranges, and no abnormalities were identified in the pre-analytic or instrument-related information. Since on (B)(6) 2021, the customer has not reported any further occurrences of weakly positive hbsag results. The analyzer remains in operation at the customer site, and the issue has not recurred.